Event description:
Boston scientific received information that one day post implant this right ventricular lead exhibited loss of capture and was confirmed dislodged. The physician elected to surgically intervene so as to resecure the lead tip. The procedure was completed with success: the rv lead remains implanted and in service with no further anomalies observed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.